Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. This emder is being submitted for an unknown number quantity. It was reported that the patient faced product damaged upon receipt prior to use event on 23-feb-2026.the infusion set was discoloured and rough to the touch prior to use. No further information available.